Manufacturer narrative:
H6: the associated device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. A relationship, if any, between the device and the reported incident could not be corroborated. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka, a gii slt 3 mod tib cutblck lt presented problems getting the saw blade through the medial side and it would catch every time; therefore, was unable to use. Device outside the patient. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.